Event description:
It was reported that the patient had inappropriate shocks due to oversensing reduced intrinsic amplitudes and wide intrinsic morphologies. The high energy shock impedance was 101 ohms, which is high but within normal limits. The patient is on dialysis. Technical services reviewed and discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.